Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for investigation. Scratched lcd screen. Internal examination found visible foam particles inside the blower kit. No other contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third party service center and 0 errors were logged. The manufacturer confirmed the third party service center found evidence of sound abatement foam degradation.